Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to a high pacing lead impedance measurement. No adverse consequences were detected.